Event description:
During a pocket revision procedure, the surgeon noticed patient had drainage at the implantable incision site. The surgeon decided to explant the system. The patient will be reimplanted in the future.